Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some undersensing for the patients ventricular fibrillation (vf) that was suspected to be a torsades de pointes tachycardia. The undersensing resulted in a delay to the delivery of therapy. Technical services (ts) was consulted and discussed stored data as well as programming options at a later date, this s-ICD system was explanted and a transvenous system was implanted. No additional adverse patient effects were reported.